Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter battery died with no warning. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and resulted in zero voltage discharge. Data was downloaded and reviewed, finding a transmitter start date of (B)(6) 2016. The date of issue is after the transmitters' ninety day life span, finding that the transmitter ran as expected. The complaint of a dead transmitter battery could not be confirmed. The root cause could not be determined.